Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly. Moisture damage was also found on the motor and vibrator during our visual inspection. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motion sensor test failure alarm due to blank display. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. The insulin pump alarmed motion sensor test failure and then pumped 100 units into his body. The customer's blood glucose level was low but did not provide an exact blood glucose level. There was fluid under the lcd display. The insulin pump was not on and not working. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.